Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), implanted 63 months, displayed the elective replacement indicator (eri) with a corresponding charge time greater than 20 seconds. There was a concern that the battery may have depleted earlier than expected. No adverse patient effects were observed. Additional information was recently received that this device was explanted and returned for analysis. No additional adverse patient effects were reported.